Manufacturer narrative:
All available information was investigated, and the reported difficult or delayed activation (clip deployment) was not confirmed via device analysis. Scratches on the l-lock tabs were observed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the observed scratched material associated with the l-lock tab scratches appear to be due to the difficult deployment. The reported difficult or delayed activation (clip deployment) appears to be due to procedural circumstances (tension on the clip, unintended curves/tension place on the device by the user). There is no indication of a product quality issue with respect to manufacture, design, or labeling.h6 type of investigation 4117 removed.

Event description:
This is filed to report difficult clip deployment. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4+ with prolapsed posterior leaflet. An xtw clip was advanced and placed in a2/p2 central. During deployment, when the actuator knob was pulled back, the clip would not deploy. Troubleshooting was performed; plus knob had been turned 45 degrees due to aorta hugger. With the plus knob, they lost height and had 115 degrees of a-knob and 105 degrees of m-knob on and took some a-knob and m-knob off. After 3-4 minutes, the mandrel came out of clip, and it was fully deployed. Mr was reduced to grade <1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the cause of the reported difficult or delayed activation (clip deployment) appears to be due to procedural circumstances (tension on the clip, unintended curves/tension place on the device by the user). There is no indication of a product quality issue with respect to manufacture, design, or labeling.